Event description:
During preventative maintenance of the device, the pump system displayed evidence that the status of the backup battery could not be reliably determined. There were no consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.